Event description:
It was reported that during a da vinci-assisted incisional hernia etep surgical procedure, the customer identified the char on the tip of the single-port (sp) monopolar curved scissors (mcs) instrument, and the ¿ball socket¿ at the distal end was broken. No fragment fell inside the patient. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the sp mcs instrument had broken or detached parts, but no fragments fell into the patient because the breakage occurred during cleaning over the instrument table and was immediately noticed. No arcing was observed during the procedure, and the patient suffered no harm. An image of the device is available, but there is no video recording of the incident.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: the image provided exhibits an single port (sp) monopolar curved scissor (mcs) with a broken instrument tube adapter. The instrument also potentially has a broken coupling, but the instrument would need to be returned for further inspection to confirm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The single port (sp) monopolar curved scissors (mcs) instrument was analyzed and found to have the instruments drive rod coupling broken at distal end. The broken piece, measuring roughly 0.52mm x .085mm in size was not returned. The detached fragment broke is the instruments drive rod coupling. The coupling broke at the distal end and was not returned with the instrument. The instrument was found to have a broken instrument tube adapter. This component is located at the distal end of the instrument and serves as the interface between the instrument and the user installed tip accessory. The broken piece was not returned and measures approximately 1.75mm x 2.00mm in size. The instrument was found to have an additional detached fragment. The second detached fragment broke off from the instruments tube adapter. The broken piece was not returned with the instrument. The complaint regarding the ball socket is broken was confirmed by failure analysis. Common causes of the failure mode broken drive rod coupling are attributed to damage during use, handling, or reprocessing, which may include an accidental drop of the product or collisions with other objects or hard surfaces. Common causes of a broken instrument tube adapter may be attributed to excessive force applied to an installed tip accessory during use, such as inadvertent collisions with other instruments.

Event description:
Refer to h11 for follow-up information.